Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 320 mg/dl and a bolus was delivered to address the bg level. After the last occlusion, the customer disconnected from the tubing and saw insulin exiting the tubing during a bolus delivery; however, the occlusion alarm sounded again. There was no damage noted to the cannula and no visible damage was seen on the cartridge. The customer thought that the pump may be the cause of the occlusions.